Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Customer loaded a new cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Customer declined further troubleshooting from tandem technical support, and reportedly reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 190 mg/dl.